Manufacturer narrative:
(B)(4). Implant date - unknown date in 2009. Report source - foreign: event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00149, 3002806535-2017-00150.

Event description:
It was reported by the patient, a left hip revision procedure occurred approximately five years post-implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The articulating surface of the femoral head displays two crossing wear stripes. Such features may indicate subluxation and can arise when the acetabular components is sub-optimally positioned or if the patient has a degree of joint laxity. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the patient, a left hip revision procedure occurred approximately five years post-implantation due to pain. Attempts have been made and additional information on the reported event is unavailable at this time.